Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the popliteal artery. After a guidewire crossed the lesion, a 3.0mm x 15mm wolverine peripheral cutting balloon was advanced, but the shaft part was kinked when crossing the lesion. It became difficult to cross the lesion, so it was removed and a 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced. However, during initial inflation at 7 atmospheres (atm), the balloon ruptured. Another 3.0mmx20mmx143cm nc quantum apex balloon catheter was advanced but the balloon also ruptured during the initial inflation at 8 atm. The procedure was completed with another coyote nc 3.0/30. There were no patient complications reported.